Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 300 mg/dl at the time of the incident. The customer was at 451 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer got an insulin flow blocked alarm during the fill tubing process and had to perform a set change 3 times. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.